Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported frequent low blood glucose (bg) events in the morning while on day 3 of ilet use. The user's lowest blood glucose (bg) recorded was 27 mg/dl. The agent explained proper low bg protocol and noted the pump is still in the learning phase. Bg was affected, ranging from a low of 27 mg/dl to a high of 253 mg/dl, and was out of range for over 90 minutes. Corrections were possible by ensuring proper delivery, staying connected for high bg, and using glucose tablets for low bg. The ilet did alert the user. No symptoms were reported during the event. No prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.